Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200674273] noted that did not pertain to the complaint.

Event description:
It was reported that leakage occurred with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "consumer reported when she inserted the needle in the vial, insulin started leaking from the syringe. At first she thought it was the rubber from the vial. When she injected the needle in the skin she noticed insulin leaking on her skin. Sample available. Incident date-4-5-19; item# 324912; lot# 6333524; she uses new syringes each time of her injection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "consumer reported when she inserted the needle in the vial, insulin started leaking from the syringe. At first she thought it was the rubber from the vial. When she injected the needle in the skin she noticed insulin leaking on her skin. Sample available. Incident date: (B)(6) 2019; item# 324912; lot# 6333524; she uses new syringes each time of her injection."